Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the cerebral artery using penumbra smart coils (smart coils). During the procedure, after successfully deploying and detaching multiple smart coils in the target vessel using a non-penumbra microcatheter, the physician attempted to place another smart coil into the microcatheter. However; while advancing, the smart coil would not advance through the microcatheter; the physician experienced resistance attempting to advance the distal detachment tip of the smart coil through the hub of the microcatheter, therefore the smart coil was removed. The physician then flushed the microcatheter, and confirmed the pressurized flush bag was working properly; the physician attempted to re-advance the previously removed smart coil through the microcatheter. However, the physician experienced the same resistance, therefore the smart coil was removed again. The procedure was then completed using a new smart coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked in multiple locations. The embolization coil was intact with the pusher assembly, and had multiple offset coil winds near its proximal end. Evaluation of the returned device revealed the smart coil embolization coil had offset coil winds near its proximal end. If the smart coil is forcefully advanced while the introducer sheath is not properly aligned inside the hub, the coil winds may become offset, and resistance may be experienced. The offset coil winds caused resistance when advancing the smart coil during functional analysis. Further evaluation revealed the pusher assembly was kinked in multiple locations. This damage was likely incidental and may have occurred during packaging for return. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.